Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. An emerge balloon catheter was advanced to dilate the lesion. However, during procedure, the shaft broke in two pieces. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.